Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) would shut down immediately after the battery was taken out. It was indicated that the printed circuit board (pcb) was damaged. The epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.